Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 100% stenosed target was located in the moderately tortuous and calcified iliac artery. A 6.0mmx60mmx135cm sterling balloon catheter was used for post dilatation of the lesion. The first inflation was at 6 atmospheres, during the 2nd inflation the balloon ruptured at 8 atms. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).